Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.